Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Sprays from underneath nut on back unable to confirm complaint repair order 98157 1216677-2022-00103 wallach ultra freeze 900076 e-complaint-(B)(4).

Event description:
Sprays from underneath nut on back. Unable to confirm complaint. Repair order (B)(4). 1216677-2022-00103 wallach ultra freeze 900076 e-complaint- (B)(4).

Manufacturer narrative:
Investigation x-review DHR. X-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 6/25/2021 under wo # (B)(4) and shipped on 08/18/2021. Manufacturing record review: DHR 298440 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98157, this unit was at csi on 03/29/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action the unit was evaluated free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.